Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model:sc-2158-50, serial: (B)(6), batch: 20276818.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead replacement procedure due to high impedances. The patient was doing well post operatively and the explanted devices were kept by the patient.